Event description:
During a thoracoscopy the ez45g cartridge fell off into the chest and was retrieved on the third firing of the ez45g, the jaws would not open after the instrument was inserted through the trocar. Then an ez45b was closed and opened outside the fielt to test. After passing the instrument through the trocar, the jaws would not reopen. The case was completed with another device. The incision was enlarged slightly to complete the case. The instrument were not saved.